Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. According to the customer, all parts were collected after dropping; however, several parts were missing. It could not be clarified who or when these missing parts were removed, but the absence of this parts clearly caused the error. The equipment was installed in 2008 and worked as specified for 9 years. In 2012/2013 the system received the safety update (B)(4), which addressed the safety parts, and it was confirmed that these parts were in place at that time and worked as specified for approximately 5 years. There is no record found that work was performed on the missing parts and there is no indication that siemens personal removed these parts. The assumption is that non-siemens personal removed these parts. No systematic error was recognized and it was recommended that the customer exchange the upper body radiation protection shield. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee multi-purpose system. During an exam, the glass shiled protection fell from it's support. At this time, there is no report of impact to the state of health of any patient or operator involved.